Manufacturer narrative:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was deployed inside the lumen of the right brachial artery, causing a cold arm and the patient had surgery to remove the sealant. The device was used in a cardiac interventional procedure where the right brachial artery was accessed. There was some slight oozing post deployment of the mynx vcd, and the patient was taken to the nursing floor. The next day, the patient's arm was noted to be cold, and the patient was taken for surgery to remove the sealant which was found to be deployed inside the lumen of the vessel. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular) ¿ and ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sealant of a 6/7f mynx control vascular closure device (vcd) was deployed inside the lumen of the right brachial artery, causing a cold arm and the patient had surgery to remove the sealant. The device was used in a cardiac interventional procedure where the right brachial artery was accessed. There was some slight oozing post deployment of the mynx vcd, and the patient was taken to the nursing floor. The next day, the patient's arm was noted to be cold, and the patient was taken for surgery to remove the sealant which was found to be deployed inside the lumen of the vessel. The device is being returned for evaluation.